Event description:
It was reported that the customer was hospitalized due to high blood glucose of 433mg/dl by the time the paramedics were called, and he was treated with an insulin drip. The caller stated that the customer experienced vomiting and body jerking. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. The caller mentioned that the customer's insulin pump alarmed motor error several times during bolus. Performed a high pressure, displacement, and self test and they passed. The father stated that the device was not exposed to an MRI. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump was received with an alarm during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to alarm anomaly. However, the insulin pump passed the rewind displacement test. Ran bolus and no motor error alarms occurred during test. Motor passed the motor test also, the insulin pump returned with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.